Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator was requested. The user facility biomedical department reportedly checked the ventilator after the event. The ventilator was tested, delivered set volume and was put back into service. No parts were replaced and no ventilator logs were provided. Since no ventilator logs were provided for investigation, the root cause of the event has not been determined. 4117.

Event description:
A facility medwatch report ref #(B)(4) was received which stated: ¿the servo-I ventilator would not deliver tidal volumes. Other vent mode were selected, but the ventilator would not ventilate the patient. Patient was then manually ventilated by bag-valve-mask ventilation, was easy to bag and a replacement ventilator was brought into the room. Once the replacement ventilator was hooked up, it was connected to the patient and worked properly.¿ further information provided stated that the patient passed away on (B)(6) 2021. It is unknown if the reported event caused or contributed to the death of the patient. Manufacturer's ref #: (B)(4).